Event description:
It was reported that during a hand assisted nephroureterectomy procedure, the trocar was leaking near the seal cap assembly part that connects to the cannula. Switched to a sleeve to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.